Event description:
While onsite for service, the customer reported to the MFR's service technician that they had attempted to operate the ventilator on the backup battery, but the battery was depleted and needed to be recharged. The customer reported they attempted to recharge the depleted battery and test the battery, however, the battery failed testing. Review of the device diagnostic log history noted occurrences of a 24/+-12v/power fail condition. The customer did not report the occurrence during any previous usage. There was no patient involvement and no patient harm reported. The service technician replaced the backup battery to address the finding. Applicable final testing was completed and testing passed per operating specifications. Per the ventilator's operators manual, when the ventilator is powered by back up battery, it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state, a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued or the ventilator reconnected to an operational ac power source. This is being reported as a user error. Proper care, maintenance and testing should be performed when using battery power sources.